Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01779 and 3005099803-2011-01780 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and two endostat ii foot switches were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the system would not deliver energy. The foot switch was replaced, which temporarily resolved the issue with power delivery, but the system once again failed to deliver energy. The procedure was completed with another endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device batch/lot/serial number; therefore, the device manufactured date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Neither of the foot switches used during this procedure have been used since, nor has the endostat ii console. A non-bsc generator and foot switch were obtained and have been used in all subsequent procedures. It was also confirmed that a snare was used during this procedure. Neither foot switch serial number is known. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01779 and 3005099803-2011-01780 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and two endostat ii foot switches were used during a colonoscopy procedure performed on (B)(4), 2011. According to the complainant, the system would not deliver energy. The foot switch was replaced, which temporarily resolved the issue with power delivery, but the system once again failed to deliver energy. The procedure was completed with another endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.